Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Nurse stated that the customer's blood glucose reading was 596 mg/dl at the time of admission. Caller stated that the customer was not able to control his blood glucose and went to the hospital. Nothing further was reported.